Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that a atrioventricular block (av block iii) was noted after the implantation. A permanent pacemaker was implanted. The patient was reported as stable after the pacemaker implant. The final implant depth was 4mm. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, 29mm navitor valve was implanted in a patient using a large flexnav delivery system. The final implant depth was 4mm. On (B)(6) 2023, a atrioventricular block (av block iii) was noted. On (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported as stable after the pacemaker implant.